Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation. Block h11: investigation results. The device was not returned for analysis; therefore, a technical evaluation could not be performed. During the media inspection, the picture provided by the customer showed the reported condition consistent with bands failing to deploy. No additional physical evidence was available for assessment. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. The definitive cause of the reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.